Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed that the cgm was always reading lower and reported the following discrepancy: cgm reading was low and blood glucose meter reading was 160 mg/dl.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.